Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer had already attempted to troubleshoot by turning the pump off and back on. Reportedly, the customer continued to use the pump for insulin therapy.